Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. An "ezprime" operation was performed with no alarms duplicated. The pump history revealed several loss of prime alarms associated with zero force. The pump was exercised with no alarms occurring.